Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel gmbh, indicate that the 90 degree screwdriver is functionally acceptable. The complaint that the device was broken was not verified.

Event description:
The sales representative claimed that the device was broken upon receipt. This device was not used during a surgical procedure.